Manufacturer narrative:
Device (pad) was discarded after test failure, and monitor device was found to operate within specifications and was returned to service. This appears to be a report of a device failure on testing before use in accordance with user instructions provided. Facility correctly replaced pad that did not operate, but since pad was discarded, manufacturer is unable to provide any conclusions regarding the reported failure. Device disposed of.....

Event description:
The chair pad/alarm/wall connection was all connected. When white alarm box was pressed, it was activated, and activated the red light on the wall. However, upon pressing the chair alarm pad, it did not make a sound. Patient information not available.